Event description:
The health care worker had engaged the safety device and completed the stick, the white portion was pulled to remove the needle/stylet assembly. The needle/stylet assembly was bent and pulled through the telescoping shield sticking the health care worker in the right index finger. Bbp was initiated and hosp protocols followed.